Event description:
Device submitted by funeral homes with no oos or clinical information. Pt expired. No explant date.

Event description:
Device submitted by anderson-mcqueen funeral homes with no oos or clinical info. Pt expired. No explant date.